Event description:
A malfunction alarm on the pump was reported, but no notable events had occurred prior to the malfunction. There was no reported adverse impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.